Manufacturer narrative:
N/a.

Event description:
The following has been reported: (B)(6), was infusing adrenaline, bedside nurse noted infusion near completion, new infusion drawn up. When went to cease infusion she noted air in line, air was only a few cm from reaching patient, no air in line alarm, pump failed to stop infusion. Please see attached. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.